Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer a button error on their insulin pump. It was reported that the customer's blood glucose was 180mg/dl. It was having issues with act button being difficult to press. It was reported that the device would be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads.